Manufacturer narrative:
It was reported that the ventilator's printed circuit boards were contaminated with liquid. Identification of issue has been done by analyzing problem description and photos. Liquid burned monitoring board, control board, ac/dc converter board, dc/dc board, both pressure transducer printed circuit boards and expiratory channel board have been replaced to resolve the problem. The issue was decided to be reported as ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There was no patient harm. The root cause to the reported issue has not been determined as it has remained unknown under which circumstances and when the liquid entered the unit. The correction of fields g4 date received by manufacturer and g3a report source was required. This is based on the internal evaluation. Previous date received by manufacturer: 09/03/2023; corrected date received by manufacturer: 08/23/2023. Previous report source: foreign, user facility, company representative corrected report source: foreign, distributor h3 other text : 4112.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's printed circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).